Event description:
It was reported that during pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the remaining battery longevity was noted to be 10 percent. The device was not implanted and expected to be returned for analysis. No patient involvement.

Event description:
It was reported that during pre-implant interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the remaining battery longevity was noted to be 10 percent. The device was not implanted and expected to be returned for analysis. No patient involvement. Boston scientific issued a notification (92946782-fa) identifying a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD was included in this population.